Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc found the distal end to be broken and loose. During the investigation the following defects were detected: - the ceramic axle was missing. - the teflon body was damaged by burns. The event date was corrected from (B)(6) 2023 to (B)(6) 2021. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported to olympus that a professor who uses olympus bipolar maryland jaws for his total laparoscopic hysterectomy (tlh) surgeries. Within one year, 7 bipolar maryland have been broken while performing surgeries. All 7 incidents had procedure extended for 3-5 mins each. All the forceps were broken while operating surgeries some were shown sparking on the tip while using the electrosurgical generator. No broken part fell into the patient. The delay did not have any influence or led to deterioration of the patients' conditions. The procedure was completed using another bipolar maryland insert. There was no patient injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.